Manufacturer narrative:
A ge rep evaluated the sys and adjusted the input transformer. The sys operates as intended.

Event description:
The customer reported an intelligent shutdown alarm. This error will prevent the sys from booting. There is no report of injury or death associated with this event.